Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5178217.

Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited noise oversensing resulting in pacing inhibition due to lead fracture. The physician explanted and replaced the ra lead. There were no patient consequences reported.